Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 533 mg/dl and current blood glucose was 503 mg/dl. Customer stated that, his pump would not calibrate because he was above 400 mg/dl. The customer treated high blood glucose with the bolus and declined troubleshooting for it. Customer advised to monitor his blood glucose and call back if he needed further assistance. The device is not expected to be returned for analysis.